Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips battery failed occurred while the device was in use on a patient. The device did have patient involvement at the time the issue was discovered, the unit was replaced with another v60. No further medical intervention was reported. No delay in therapy was reported. The customer's sales representative brought an alternative v60 to the hospital and the medical engineer reported that they replaced the device with the alternative one. Repair and periodic maintenance were requested. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The service center confirmed occurrence of "check vent: internal battery failed" (diagnostic code:1124) and its occurrence in the event log. The lithium-ion battery was replaced, and the phenomenon was improved. The unit was checked overall, cleaned, run-in and functionally tested.